Manufacturer narrative:
Follow-up #1: date of submission 10/21/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: visual inspection did not find any damage to the keypad cover. All keypad buttons responded normally to button presses. The complaint could not be duplicated. The keypad cover was removed and there were no defects found to the button contacts. Unrelated to the original complaint, investigation revealed that the audio bolus button cover was torn and the button was intermittently unresponsive. The button cover was removed and there was evidence of moisture found on the bolus button contact. The pump casing was removed and there was no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.